Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-02, additional information was received from the rep and reported confirmed via the physician. It was reported the patient had an MRI scheduled for (B)(6) 2020. On (B)(6) 2020, the rep reported the patient had an MRI to rule out granuloma then the pump and catheter was replaced on (B)(6) 2020. The pump and catheter would be returned back for analysis, but upon visual inspection, 4 of the ports on the distal tip of the catheter appeared to be either completely or partially occluded with a dark substance. The pump was supposed to have 2.3 ml in the reservoir, however 8 ml was removed from the pump. The medication in the affected pump was 25 mg/ml morphine with a secondary drug of 20 mg/ml bupivacaine being delivered as simple continuous 12.45 mg/day morphine and 9.96 mg/day bupivacaine. The patient was restarted at 50% the previous dose.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. A possible catheter occlusion was reported and the event/difficulty occurred on (B)(6) 2019 during normal use. The patient described a decrease in efficacy, so the doctor performed a catheter and rotor dye study. The hcp was unable to aspirate from the catheter access port (cap) after three attempts. The rotor study yielded evidence that the pump was not stalled. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was referred for a catheter revision with the hcp and the procedure was not scheduled yet. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4) no anomalies. Analysis of the catheter (sn; (B)(4) identified dark residue in the dispensing holes and a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.